Event description:
It was reported that a perforation and death occurred. The patient was being treated for a triple heavily calcified vessel coronary artery disease. The patient was very sick and a surgical turn down following coming into the hospital as an emergency. The left anterior descending artery (lad) was predilated. Once timi3 flow was achieved a non-bsc ivus catheter was advanced and could not cross the lesion. Atherectomy was performed on the left main and lad using a 1.5 mm rotapro burr and a rotawire with a set rotational speed of 175,000 rpm. Ablation was performed twice. The patients hemodynamics dropped and actions were taken to keep the patient alive while a covered stent was deployed. Unfortunately, the perforation spiral and surgical was not an option due to the patient having copd. The perforation could not be maintained and the patient died.